Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment at a time when she was unable to use her advantage system due to no power. A request was made for the return of the system, and a replacement was sent.